Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd microlance¿ needle had leakage at the yellow tip. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that a bd microlance needle had leakage at the yellow tip. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd microlance¿ needle had leakage at the yellow tip. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: we have been provided with several pictures of affected sample. Examination of these photos show what seems to be a leakage on cannula surface which could be produce due to a split on cannula. However, without affected sample it is not possible to confirm. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2101 (march 14-17th, 2018) during which 65 visual inspections were carried out with 1 rejection reached (#10649, empty unit pack) which would not be related with the reported issue. Needles were assembled in machine nº4412 and comes from two batches: -#8064836: (march 13-20th,, 2018) during which 244 visual inspections of 25 units each were performed with zero defects noted. -#7303523: (november 5-15th, 2017) during which 397 visual inspections of 25 units each were performed with zero defects noted. Split tubing is originated during the welding operation of the cannula manufacturing process due to weld failures in our cannula supplier. According to investigation of some previous experiences, the origin of this non-conformance are the impurities located in the bottom of argon gas tank which is used during the tube welding operation. Bd defined a critical range of pressure inside the argon tank. This corrective action was already implemented with satisfactory results. We can ensure that the probability of finding this kind of defect is an infrequent issue and any recurrence is really unlikely in our products since review needle DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.